Event description:
The consumer reported being burned by the heating pad. She explained she had been sleeping with the heating at the time of the burn, this type of use is contrary to proper use instruction.